Manufacturer narrative:
Follow-up #1: date of submission 24-oct-2019. The device has been returned and evaluated by product analysis on 02-oct-2019 with the following findings: during investigation, the pump was powered on and the display was found to be dim and discolored. The original complaint about blank screen was unable to be duplicated. Unrelated to the original complaint, the battery compartment was found to be cracked with a leak. Moisture was found in the battery compartment. The pump cover was removed and there was moisture was observed throughout the internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint was previously included in the voluntary summary report submission (vmsr) and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program. Additional eval code - results: 432.

Event description:
On (B)(6) 2019, the reporter contacted animas alleging a display (blank display with moisture) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.